Event description:
On february 16, 2017 the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio 2 meter was reading inaccurately high compared to his feelings. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the meter issue occurred "some time ago" but was unable to give more exact details. The patient stated that he manages his diabetes with insulin (unknown type; self-adjuster). As the patient is very physically active in his job, he takes less insulin than normal based on his meter results. He compensates for this extra activity by ingesting more food and drink to maintain his blood sugar levels. The patient alleged obtaining an inaccurate high result of ¿28 mmol/l¿ compared to their feelings and/or normal readings. Lifescan does not consider this to be a valid comparison. In response to the alleged meter issue the patient ate a snack and took 14 units of insulin. Approximately 2/3 hours later the patient developed the symptom of "shaking". In response to this symptom, he self treated with food/drink. During troubleshooting the csr confirmed that the meter was set to the correct unit of measure but was unable to confirm that the test strips were stored properly, had not expired nor exceeded their discard date as they were no longer in the patients possession. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.